Event description:
I had the essure placed in 2010. Shortly after, I began to notice severe pelvic pain, excessive bleeding, and abnormal menstrual cycles. I have gone to the hosp because of the pain being unbearable. I feel like I am giving birth at times.